Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the "cassette not attached" alarm issue was able to be duplicated. The dso sensor was found to be shorted and will be replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Additional information: no patient involved at the time of the event.

Event description:
Information was received that during bench-testing of this smiths medical cadd solis vip pump, the pump exhibited cassette not attached alarm. No patient involvement reported.